Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the abdomen. The patient had entered finger stick values during ??? At the time of contact, no injury or medical intervention was reported. The dexcom g4 platinum continuous glucose monitoring system dexcom share system user's guide states: do not calibrate if the glucose reading error symbol shows in the status area.